Event description:
Family member felt air leaking from the circuit. The venilator alarmed for low pressure. Therapist was called and found a hole in the circuit, circuit had a melted area. Circuit was changed immediately.